Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that ¿the tip of the needle was broken through the paper package¿. Can you provide a photo?

Event description:
It was reported that before a coronary artery bypass grafting, the nurse found that the tip of the needle was broken through the paper package when putting it on the table. There were no adverse consequences to the patient. No additional information was provided.